Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
The plaintiff was implanted with an ams miniarc sling, "on or about (B)(6) 2008" to treat pelvic organ prolapse and/or urinary incontinence. The plaintiff's attorney alleges that plaintiff "began experiencing pain, pain with sexual intercourse known as dyspareunia and the need for additional surgery some time after implant." The plaintiff's attorney also alleges that the plaintiff "returned to her physicians several times due to complications and problems attributed to the ams's pelvic mesh products." The plaintiff's attorney also alleged that the plaintiff "suffered, and continues to suffer, serious bodily injury and harm," along with, "severe and permanent bodily injuries and significant mental and physical pain and suffering" and other damages.